Event description:
It was reported by the nurse manager that a caregiver was using the side control pedals on a unit and the pedal flipped over. When the pedal flipped, the pedal hit the caregiver's shin and top of the foot. The caregiver alleged pain as a result of the event but no medical intervention was reported to be required. The specific unit the event occurred on could not be identified.